Event description:
Pt underwent cardiac catheterization following which a collagen plug ("angio seal") was used for hemostasis. This clotted off the femoral artery completely, requiring two surgical procedures, severe pain and disability.